Event description:
On (B)(6) 2010, the patient was scheduled for implant with an scs system. During the procedure, the doctor inserted the epidural needle and noticed spinal fluid leaking. The doctor removed the epidural needle and aborted the case. The doctor discarded the lead into the sharps container. The epidural needle is supplied as part of the leads kit. The devices will not be returning.

Manufacturer narrative:
Method - the device history and sterilization records were also reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.